Manufacturer narrative:
Concomitant products: 4296-88 lead, implanted: (B)(6) 2011; 3830-59 lead, implanted: (B)(6) 2011.

Event description:
It was reported that t-wave oversensing was observed during a remote monitoring transmission. The patient was seen in office approximately 2 months later, the t-wave oversensing was noted to be inhibiting biventricular pacing. Reprogramming was performed to adjust the sensitivity. The device remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that approximately 6 months later, t-wave oversensing was occurring again and further reprogramming was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.